Manufacturer narrative:
Pt's age: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for percutaneous intervention procedure, shaft damage was noted. As the 6fr mach1 guide catheter was being prepped, it was found that the device was scratched and slight peeling was noted. The procedure was completed with another mach1 guide catheter. As there was no pt involvement, no complications occurred. Pt status was satisfactory.